Manufacturer narrative:
Upon investigation, the following information was obtained from the hospital: the (B)(6) male had a history of severe aortic stenosis, coronary artery disease, left ventricular hypertrophy and a pre-procedure ejection fraction (ef) of 35%. Two months prior to the tavr procedure, he had drug eluting stents placed in his proximal right coronary artery (rca) and proximal circumflex artery (lcx). The patient arrested both pre and post valve deployment. The valve was appropriately seated and functional. The patient was placed on cardiopulmonary bypass (cpb) but never recovered. He expired during the procedure. The cause of death was reported as left ventricle failure, due to left ventricular hypertrophy, due to severe aortic stenosis. Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and the tavr procedure. Patients undergoing tavr may be non-operative and/or are extremely high risk and have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias are very common during the tavr procedure. In some cases, rapid pacing can induce ventricular fibrillation. In this case, it was reported that the patient arrested pre and post valve deployment. It was also reported that the valve was appropriately seated and functional. It is likely that the left ventricle failure and cardiac arrest is due to a combination of patient factors (ef of 35%, advanced age and history of cad) and procedural factors (rapid pacing). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
An implant patient registry (ipr) card was returned to edwards 21 days post implantation of a sapien valve indicating that the patient had expired. The cause and date of death were not listed. No additional information is available at this time.